Manufacturer narrative:
Results - bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion - without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that when the needle of the bd vacutainer® eclipse¿ blood collection needle was inserted into the tube there was leakage. No injury or medical intervention reported.

Manufacturer narrative:
The initial MDR was submitted with a 510k number but this device does not have a 510k associated with it.